Event description:
"Battery reading eol at times, not at the time. Patient hears alarm intermittently. Last battery lasted 4 years". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.